Manufacturer narrative:
On (B)(6) 2019, it was found that the initial report contained incorrect replacement device serial number. The correct serial number is (B)(4). The investigation on the suspected medical device was completed. Investigation summary: the device was visually inspected, and no apparent damage was observed. No anomalies were observed. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. An investigation of the returned device was performed, and mentor could not uncover a device failure that we could connect to the reported medical symptoms. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left-sided grade iii capsular contracture. (B)(4).

Event description:
It was reported that a (B)(6)-year-old hispanic female patient underwent a primary breast augmentation with a 500 cc mentor memorygel breast implant and experienced postoperative left-sided grade iii capsular contracture. The diagnosis was confirmed by a physician on (B)(6) 2019. As a result, the patient underwent unilateral removal and replacement with a 500 cc mentor memorygel breast implant ( catalog #: 3505004bc, serial #: (B)(4) on (B)(6) 2019.